Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated they had a surgery on (B)(6) to have ins placed. The patient stated that around late (B)(6), they developed a bacteria on the bottom of the surgery site. The patient went to the hospital emergency room, and they took care of the infection. Additional information was received in which the patient reported that they developed a methicillin-resistant staphylococcus aureus (mrsa /staph) infection in (B)(6) 2026. And asked if it could be related to the bowel implant surgery. The patient stated the left side healed.

Manufacturer narrative:
Event date approximately: month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient stated they had a surgery on (B)(6) to have ins placed. The patient stated that around late (B)(6) or (B)(6), they developed a bacteria on the bottom of the surgery site. The patient went to the hospital emergency room, and they took care of the infection. Additional information was received in which the patient reported that they developed a methicillin-resistant staphylococcus aureus (mrsa/staph) infection in (B)(6) 2026. And asked if it could be related to the bowel implant surgery. The patient stated the left side healed.